Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that foreign substances were inside of the sterile packages. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Reported event has been confirmed by review of actual devices received. Review of the device history records for item # 51-103100 and lot # 6241545 identified following deviations or anomalies: ncr 1803160847 was created for porous coat issue (no coating); all parts of the lot were reworked. Ncr 1804082219 was created for porous coat issue (failed gauge); all parts of the lot were reworked. Ncr 1804220844 was created for incorrect finish; 2 parts were scrapped. These ncrs are not related to the reported event. The likely condition of the products when leaving zimmer biomet were non-conforming. The reported event occurred during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.